Manufacturer narrative:
Patient demographics were able to be obtained.

Manufacturer narrative:
Two photos were reviewed for examination. The reported event of issue with dpt cable was confirmed. The dpt cable cover near the dpt housing appeared burn. The IV male connector which was connected to the dpt housing near the dpt cable also appeared burned. A review of the manufacturing records indicated that the product met specifications upon release. In this case it was communicated by the customer that the device was not used in accordance with the IFU instructions. The dpt IFU states: ¿important note: this device and the associated cable are not intended for use inside of the bore of the mr system and should not be in contact with the patient. In addition, there is information on the edwards website regarding MRI safety information. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during an MRI (magnetic resonance imaging) procedure, the dpt (disposable pressure transducer) cable began to smoke. The patient received a burn on the arm that required a skin graft. At the time of the incident, the patient was sedated. No patient monitoring was being performed. It was indicated that the customer does not hold edwards lifesciences responsible for the incident as they feel they did not follow the instructions in the IFU. The patient is doing well and had a successful skin graft procedure. Inquired of patient demographics. Unable to be obtained. The device will not be returned as the hospital is requesting that the device remain in their control. However, photo images on the device are available for evaluation.